Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient developed a seroma after undergoing the first stage of breast reconstruction surgery during which veritas was used with expanders (not further specified). The cause of the seroma was not reported. It was reported that, forty four days after the use of veritas, the patient underwent a second surgery to remove expanders and insertion of a final implant. During the second surgery it was observed that there was ¿no veritas and/or no integration of the lower pole¿. There was also an unusual yellow, oily fluid collection/seroma. No further information was provided regarding remedial action taken for the event or the outcome of the event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation codes were provided. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.